Event description:
At the time of original implant placement it was noted the implant was in very close proximity to the s1 foramen but the physician decided to leave the implant in place because there was no indication on the emg monitor that the foramen was breached. Post-surgical radicular pain developed and worsened over time until the physician decided to remove the simmetry implants. Removal was completed without incident and the pts' radicular pain has since been resolved.